Manufacturer narrative:
As reported through the competent authority (anvisa), the 100 cm. 6 fr. Vista brite tip xb 3 guiding catheter was unusable because of a fracture. There was no reported patient injury. No further information will be available. The device was not returned for inspection. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint. Based on the limited information available for review, it is not possible to determine what factors may have contributed to the reported issue. Without the return of the device for analysis, the reported customer complaint could not be confirmed and no determination of possible contributing factors could be made. According to the product instructions for use, users are cautioned to not use any damaged product as was done in this case. Based on the device history record review, there is no indication that the event is related to the device manufacturing process. Therefore, no corrective or preventative actions will be taken at this time.

Manufacturer narrative:
Manufacturing record (DHR) review was conducted and the product met quality requirements for product acceptance per the applicable manufacturing quality plan. The product is not available for evaluation and testing. Additional information will be submitted within 30 days upon receipt.

Event description:
As reported through the competent authority (B)(6), the 100 cm. 6 fr. Vista brite tip xb 3 guiding catheter was unusable with a fracture in extent. No further information will be available. There was no reported patient injury. The product will not be returned for inspection.